Event description:
An event was reported that a patient has expired approximately two (1.90) months after implant of a replacement heart valve. No information regarding the product name, model, serial number, implant surgeon or cause of death were reported. Only the size of the device " a 23mm valve " and the patient's initials, age, gender and weight were reported.

Manufacturer narrative:
Device not returned. At this time, it is unknown if the death was device related. The patient was part of a clinical trial; therefore, all patient pre-operative health status, medications, cause of death, operative report and any post-operative information, e.g., was the device explanted prior to death? Autopsy report or discharge summary, have been requested to our edwards lifesciences clinical support staff. Additional information will be reported when known. It is unknown if the device was explanted either before death or as part of an autopsy. Therefore, no device history record (DHR) review can be completed until the serial number is known.